Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection, noticed electrode was retracted from the tubing's insertion needle. Unable to confirm if the sensor damage was due to customer returning the product open and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her sensor broke. Customer stated that the sensor needle cannula was not there when it was removed. Customer stated that it might be inside her body. Nothing further was reported.